Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a minimum fill notification while changing pump supplies, however, pump supplies were successfully changed and insulin therapy resumed. The customers blood glucose level was 300 mg/dl.